Event description:
The representative noted that the patient¿s pump was either damaged before or they had issues the last time they had a cardioversion done. They clarified that it was not from a cardioversion, and the patient¿s wife was just very anxious. The pump was not damaged. A representative reported that the patient had an MRI and the pump did not get turned back on after the MRI.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8596sc, serial # (B)(4), implanted:( B)(6) 2012, product type catheter. (B)(4).